Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The patient was being given oxygen and nitrous oxide. The esu with monopolar forceps were being used in a tonsillectomy. There was a flash fire in the patient's mouth causing superficial burns. No information regarding the settings of the generator was provided. Also, no specific patient information besides the age was provided.

Manufacturer narrative:
It was concluded that there was no problems with the esu or monopolar forceps. It appears that upon the activation of the esu, the electrical charge/current from the monopolar forceps ignited the oxygen and/or nitrous gas which caused the flash fire. The potential of this complication is included as a warning/danger in the user manual with guidelines on using electrosurgery and therapeutic gases such as oxygen, nitrous oxide, etc. The account was advised to use bipolar forceps for such procedures to reduce the likelihood of a spark occurring. Furthermore, the risk of a flash fire in regards to the use of electrosurgery equipment, lasers, etc. And combustible gases have been well documented in published literature. No trends have been identified with this situation. Erbe USA is now closing this event.